Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the procedure, the operating physician was advancing the guidewire through the introducer needle when resistance was encountered, and further advancement was not smooth. Upon assessment, the guidewire was found to be kinked. The kink is presumed to be located a few centimeters proximal to the distal tip of the guidewire. Following identification of the issue, the guidewire was promptly removed. A new kit was opened, and the procedure was successfully completed using the same insertion site." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.